Manufacturer narrative:
This issue is generally caused by corrupt software or hard drive. Service entry not available. If further info indicates issues other than noted, a follow-up report will be submitted. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system was reported to not save images.